Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the insulin pump wasn't working as the customer has been experiencing high blood glucose of 340 mg/dl. Current blood glucose is 325 mg/dl then customer's mother stated the customer had to go the hospital due to high blood glucose that were caused by a virus on (B)(6) 2016. Customer was having issues keeping food down and previsions of ketones. Customer was treated with an IV and insulin. Troubleshooting was performed on the insulin pump and no anomalies were noted. The device passed the high pressure test. Customer's mother is not returning the device for further analysis.